Event description:
It was reported that prior to starting a da vinci si surgical procedure the monopolar cautery instrument lock tip would not allow an instrument tip to be installed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the lock tip would not be allowed to be screwed was replicated. Repeated attempt to install a spatula tip accessory on the instrument failed. Upon microscopic inspection, engineering found the connector plug of the instrument was blocked by a broken piece of previously used spatula tip that was removed or installed. The evidence was inconclusive but the damage was likely due to mishandling during spatula removal or installation. Do not attempt to remove the electrocautery tip accessory by turning the metal electrode by hand or with an instrument. This will damage the instrument. Always remove the electrocautery tip accessory by unscrewing the plastic sleeve manually. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.